Manufacturer narrative:
From the investigation by bsn it was determined the lead involved in this allegation was initially implanted in (B)(6) 2009 prior to its expiration date. Bsn performed a good faith effort to obtain additional information from the physician involved in this allegation, but was unable to get a response. Therefore, it is unknown how this lead was allegedly used in (B)(6) 2011.

Manufacturer narrative:
Boston scientific did not distribute this serial number to dr. (B)(6) and he is not a customer. There's no allegation of a serious injury. This report is being sent because of the potential problems associated with the misuse of our device. We are currently investigating.

Event description:
A report was received that an expired lead may have been used in a trial procedure.

Event description:
A report was received that an expired lead may have been used in a trial procedure.

Event description:
A report was received that an expired lead may have been used in a trial procedure.